Manufacturer narrative:
The issue associated with the complaint has been tracked internally, and is currently under investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Father of the patient reported that his daughter's pod alarmed while she was sleeping at a friend's house. It was noted that the patient wore the pod on her arm for a day. While driving home patient felt like she was going to faint so the ambulance was called. She was transported to the hospital, via ambulance, for 4-5 hours. It was reported that blood glucose levels reaching over 500 mg/dl. Patient was reported to be sick and nauseous. Patient was given 2 bags of IV fluid, with one bag containing 5u of insulin, along with (B)(6) for nausea. A new pod was applied when she left the hospital.